Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID 200 laser fiber was used in a laser lithotripsy procedure in the kidney performed on (B)(6) 2021. Reportedly, the laser unit used was a moses p120 laser console. According to the complainant, during the procedure, the fiber connector melted at the green hub portion and rubber of the fiber body. Once the physician noticed a burning smell, usage was stopped and the laser fiber was replaced. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.